Event description:
Complainant alleged that during biomed testing the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the clinical files. However, the reported problem could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. A bi-phasic flex cable and battery interconnect cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.